Manufacturer narrative:
(B)(4). No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / ethibond and prolene sutures, involved contributed to the adverse events described in the article, specifically: gastric fold herniation, trocar site hernia; band leak; gastric stenosis, readmission to hospital, surgical treatment? If yes, provide details of event and specific suture product type. If yes, 1 patient with gfh had prolene. Clarify if the prolene was used where other complications occurred. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, ethibond and prolene suture?

Event description:
It was reported in a journal article that the patient underwent a laparoscopic adjustable gastric banded plication/lagbp on unknown date and the suture was used continuously in the second layer of plication to tighten the outer layer of greater curvature plication. The greater curvature plication was performed first, followed by band placement. The patient experienced post-op complications requiring readmission including trocar site hernia, band leak, gastric stenosis or gastric fold herniation occurred mostly in the first post-operative month and at the fundus. The patient possibly developed residual intra-abdominal abscess and was treated successfully by image-guided drainage or it was possible that infection could not be controlled successfully. It was also possible that the common presenting symptoms were unrelenting abdominal pain and vomiting, and fever was suggestive of a coexisting intra-abdominal infection with concomitant gastric necrosis or perforation. The abdominal CT scan found a diverticulum- like lesion protruding from the plicated stomach. It was also possible that resection of necrotic gastric fold with linear stapler was performed and the staple line was reinforced by oversewing with another like suture as the stomach tissue was quite swollen due to the inflammation. It was possible that the patient underwent an immediate repair of the perforated gastric fold after duplication. The adjustable gastric band was removed due to persistent infection and uncontrollable sepsis. Additional information has been requested.